Manufacturer narrative:
On september 23, 2021, mentor received additional information providing an updated date of implant. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5099714 that a female patient underwent a breast surgery with a 475cc mentor memorygel breast implant (side a) and an unknown mentor gel implant (side b) and experienced generalized illness symptoms including brain fog, weight gain, fatigue, cognitive problems, joint pain, muscle pain, rashes skin issues, irritable bowel syndrome, anxiety, and depression post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the side b device.